Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 400mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and nausea and treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 143 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer declined further troubleshooting and indicated that they would call their doctor regarding the basal rates.